Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2007 including an ipg and two percutaneous leads. It was reported that following a recent fall, the pt is experiencing overstimulation between her shoulder blades. A physician's appointment has been scheduled for further interrogation.